Manufacturer narrative:
(B)(4). Date sent: 12/9/2024. B3: event year only reported: 2024. D4 batch #: a9e02u. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was the threaded stud broken off? Is the handpiece housing cracked/broken apart? Are the cables exposed? Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was received disassembled. The nose cone was noted cracked. No broken threaded stud was observed. No functional testing could be done due to the condition of the returned device. The end cap was disassembled to inspect remaining components. The moisture indicator was positive and the acoustic isolator was torn. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is probable that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that during an unknown procedure that after the case was complete, when they attempted to take apart the handpiece from the harmonic device, the handpiece had broken off and broke into pieces. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 3/11/2025. Additional information was obtained: the handpiece was not broken at time of use. When opened to sterile field all was intact.